Event description:
Customer received results of 265 mg/dl and 30 mg/dl within 10 minutes on the compact plus system. No adverse event reported. Alleged product requested to be returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.